Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had kinks in the working channel during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the connecting tube has a pinhole and loses water tightness, image guide handle damage, and unfixed connection tube at bend and connection due to deformation of connector tube. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: e1 (remove nurse from first name as that is the reporter position), e2/e3 (inadvertently omitted from the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not confirmed/reproduced. Olympus will continue to monitor field performance for this device.